Event description:
The customer reported the sync button is not working. The device was evaluated at philips, and the symptom was verified. Cleaning the bezel and sync button resolved the issue.

Manufacturer narrative:
The customer reported the sync button is not working. The device was evaluated at philips, and the symptom was verified. Cleaning the bezel and sync button resolved the issue.